Manufacturer narrative:
The service rep reloaded the software, downloaded the calibration files and calibrated the touchscreen. He also verified that the touchscreen responds normally and that the system is fully functional.

Event description:
Customer states that the touch screen doesn't respond very well to commands. The touch screen is having some delay in responding to user commands even after recalibrating. Feel the system needs a fresh reload of software. No pt injury.